Event description:
Adverse event(s): "the retina detached" (detached retina); "the eye became soft" (intraocular pressure, delayed, uncontrolled). Product problem(s): "no air filling the eye" (failure to infuse). The nurse reported that during air fluid exchange, there was no air filling the eye. They increased the pressure, but still no air. The eye became soft and filled with blood. The surgeon switched back to fluid and the eye re-pressurized immediately. The retina detached. The system was switched out to complete the case. The detached retina was repaired. Silicone oil was injected. The case was extended an hour.

Manufacturer narrative:
The customer did not request service for the system. The cassette has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4) - labeled. (B) (4).